Event description:
The customer reported that the monitor and the central issued a "speaker malfunct" inop. No patient harm was reported.

Manufacturer narrative:
(B)(4). The filed service engineer (fse) went on site and solved the issue by replacement of the main board and the loudspeaker assembly. The repaired product remains at the customer site.